Manufacturer narrative:
Vygon was initially told that there was a sample available for review, but when the sales representative visited the facility to retrieve it, he learned that the customer accidentally threw it away. In the absence of the malfunctioning sample. Vygon will use the details of the malfunction and the product information to conduct a complaint investigation. The results of this investigation will be communicated to FDA via a follow-up MDR within thirty days of its conclusion.

Event description:
IV started with vygon 7" high pressure set with bionector and rotating males luer lock to administer zometa. As soon as the pre-medication IV was started the patient called the nurse to let her know that the IV was leaking. The leak occurred at the valve site, and the IV tubing was changed out.